Event description:
It was reported that the device was used during a thoracotomy procedure. The device fired only one side of the staple line. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was received with the left wedge band bent upwards and a cartridge loaded on the device, the cartridge was noted to have a wedge band bypass as the right side was fully fired and the left side was unfired. In addition, the cartridge tunnel left wedge was found damaged. The device was tested for functionality with a test cartridge and when fired, it only fired the right side of the staple line. The device was disassembled to verify the condition of the internal components and the left sled wedge was found bent upwards. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.